Event description:
It was reported that the pump would not charge in a wall outlet, despite attempting multiple cables and wall adapters. The pump appeared to initiate a charge when plugged into a computer; however, it was unable to be confirmed if the pump was able to charge normally. Confirmation of continued pump charging was requested but was not confirmed by the customer. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.